Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during device interrogation, this device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services provided information about the code and requested that they return analysis for review. It was indicated that this patient is (B)(6) and does not require pacing. Additionally, the patient and physician discussed their options. The plan is to keep the device implanted, and not to proceed with a new implant. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains implanted.